Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a button error and a battery out limit alarm. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive after it has been exposed to moisture. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm after the battery has been changed. Unable to troubleshoot for the battery out limit alarm due to keypad anomaly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis

Manufacturer narrative:
Insulin pump was received with esc and down arrow buttons intermittent responsive due to corroded keypad traces, however pump passed the functional testing, including the operating currents measurement, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No button error alarm or battery out limit alarm noted. Pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube, reservoir tube lip, minor scratched display window and missing end cap sticker.